Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (333 mg/dl). Customer stated they were unsure if their carbohydrate ratio was inaccurate. During troubleshooting with tandem technical support it was found that the luer lock was loose. Customer tightened the luer lock. Customer delivered a bolus to bring bg levels back to target range. Recommendation was made to discuss diabetes management with their health care professional.